Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation and the lead was inactivated. The right ventricular lead had loss of capture and was capped and replaced. Due to the loss of capture on the rv lead, the lv lead was reactivated to provide pacing and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.